Event description:
Customer reported receiving a "replace sensor" message after a day of wearing the adc freestyle libre sensor and was therefore unable to test his glucose level. Customer experienced "dizziness, light headedness" and subsequently lost consciousness. Emergency services was called and customer received glucose via injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection of the sensor patch was performed, and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount and no issues were observed on the sensor plug assembly upon visual inspection. Sim vivo test was performed, and the results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Section g1 has been updated to reflect current adc contact information.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after a day of wearing the adc freestyle libre sensor and was therefore unable to test his glucose level. Customer experienced "dizziness, light headedness" and subsequently lost consciousness. Emergency services was called and customer received glucose via injection. There was no report of death or permanent impairment associated with this event.